Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
.

Event description:
It was reported that catheter migration/dislodgement occurred. The location of the catheter issue was the distal segment. A single bolus was performed 3 different times during the catheter revision to verify patency through proximal segment of the catheter and pump. When no liquid was verified and patency could not be determined the health care professional (hcp) opted to replace the entire system on 2014 (B)(6). The actions required as a result of the event included an explant and replacement. No catheter segments were left in the patient, all were replaced. The patient¿s status at the time of report was alive ¿ no injury. The other medications (oral, etc.) The patient was taking at the time of event included baclofen ¿20¿, neurontin ¿100¿ twice per day, hydrocodone ¿5-325¿ every 4 hours and miralax 17 gm, and flomax ¿0.8¿. The patient was experiencing symptoms of one week of headaches and positional headaches, nausea, malaise, and worsening spasticity. A CT scan showed a completely extruded spinal catheter in the skin area. The attachment of the sutureless catheter to the pump was infiltrated with scar tissue on both sides (pump and cap). The patient recovered without permanent impairment. The pump was used to infuse lioresal.

Manufacturer narrative:
(B)(4).